Event description:
It was reported that there was svc and rv coil impedance instability, along with high impedance. The physician was unsure if this was a device or lead issue, so the device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.